Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was sleeping and at around 5-6:00am, she felt like she was going to vomit. Her brother came to her house and called the ambulance around 6:00am. During this time the cgm was displaying 130 mg/dl and a bg was taken but the patient could not remember the value but stated she felt like it was high because she started to feel dehydrated. The patient's brother did not wait for the ambulance and drove the patient to the emergency room. When they arrived at the hospital within the 6:00am hour, they did laboratory work and a bg showed that the patient was at 381 mg/dl while the cgm was 130 mg/dl. They removed the patient's dexcom and treated her with IV fluids, potassium and zofran. A new sensor was not inserted during this time. The patient was in the hospital until (B)(6) 2024. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.